Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with a non MRI compatible device despite several reminders that a MRI compatible device is needed by the patient. This pacemaker was then explanted two months later. No additional adverse patient effects were reported.